Manufacturer narrative:
The fenestrated grasper tip was not returned. A root cause could not be determined.

Event description:
During a surgical procedure, the shrink tube from a forcep tip fell into the pt. No pt harm or injury was noted.